Manufacturer narrative:
The rotaflow showed a "temp error" during patient treatment. The device was replaced by another until the check. Field safety engineer has been sent for investigation. The failure was not reproducible. The device has been troubleshooted and inspected. Execution of several hours of testing. The error was not confirmed. No additional error occurred, all functions are flawless. Electrical safety test was successfully. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). It was started that an "temp error" occurred during patient treatment. The device was changed. No harm to the patient was reported.